Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 505 mg/dl at time of incident. It was treated with high blood glucose and pneumonia. It was reported that they had coughing and chest pains also dehydrated. The insulin pump will not be returned for analysis